Event description:
The customer called for help with her meter. While troubleshooting she performed control tests using high control solution and received a result of 482 mg/dl. The high control range was 290-401 mg/dl. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found one test strip to read an average of 97 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.